Manufacturer narrative:
The reported experience of ail sensor issues could not be investigated as no devices were provided for this investigation. The file was opened for the purpose of documenting a possible event reported by the customer. No further investigation of this event is possible currently. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer replied to a survey in he stated that he was disappointed in product quality and referenced ail issues as an example. Devices with ail alarms were sent to hospital biomed for repair. Biomed investigations have determined that the upper pressure sensor and sometimes the lower pressure sensor is the issue. This file is for a general report, and does not reference a specific event.